Event description:
The rigid video laparoscope was returned to the service center with a report of preventive maintenance. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, tesu board is broken and therefore the heating function is not given properly, the outer tube is damaged and therefore the dielectric strength is inadequate was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tesu board is broken and therefore the heating function is not given properly, the outer tube is damaged and therefore the dielectric strength is inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.